Manufacturer narrative:
Section h3,4,8: correction. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low speed events and driveline fault alarms that were associated with the phase 3 hex value being out of specification. Based on past experience with the hmii lvas and similar reported events, the driveline fault alarms and low speed events that occurred while the patient was supported by the power module could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log files contain data from (B)(6) 2019 at 21:24 through (B)(6) 2019 at 10:14 and from (B)(6) 2019 at 23:19 through (B)(6) 2019 at 10:46. The pump speed remained above the low speed limit from the beginning of the files until (B)(6) 2019 at 03:25. At this time, pump speed was captured at 7530 rpm then 7130 rpm and the low speed advisory alarm was active. Additional low speed events were captured on (B)(6) 2019 at 18:08, then intermittently from 00:02 through 02:24 on (B)(6) 2019. Pump speed reached a minimum of 5240 rpm. These events were associated with low speed advisory and driveline fault alarms. The driveline fault alarms appeared to be associated with the phase 3 hex values being out of specification. Power was also elevated at times during the low speed events. All low speed events and driveline faults appeared to occur while the patient was supported by the power module. No additional atypical events were captured for the remainder of these log files. The pump speed remained above the low speed limit for the remainder of the files. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU addresses all system controller alarms (including driveline fault and low speed advisory alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that device alarmed for low speed advisories while on power module. No alarms were reported while patient was on batteries. Manufacturer's technical service representative observed low speed advisories that dropped as low as 5240 rpm. It was reported that patient did not undergo any percutaneous lead replacement. Patient was placed on ungrounded patient cable. An x-ray was performed and there was one area of concern but at this time there was no reason to assume that area is injured on assessment. Patient was not feeling well during the alarm. Plan is to continue on ungrounded patient cable. No further information was provided.